Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The hospital interrogated the pump and it read out a motor stall had occurred. The cause of the motor stall was not determined. The pump was replaced (B)(4) 2017. The pump will be returned to the manufacturer. The patient¿s weight and medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via saol. Medical history included anoxic brain injury as a teen and wheelchair use. On an unspecified date, noted to be greater than 10 years ago, the patient started treatment with "generic" baclofen at 580 mcg/day (concentration not specified), intrathecally via the pump for anoxic brain injury. On approximately (B)(6) 2017, the patient was admitted to the hospital for baclofen withdrawal. The patient's intrathecal pump was replaced and the patient's symptoms resolved. The existing catheter was checked and noted to be functioning properly. On approximately (B)(6) 2017, the patient was discharged. No additional information was provided.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and other spasticity. The date of the event was (B)(6) 2017. It was reported the patient experienced severe withdrawal and was admitted to the emergency room (ER). The pump status and/or event log report a motor stall occurred (B)(6) 2017. The hcp was planning on replacing the pump. No further complications were reported.